Event description:
Pt was receiving dialysis treatment on (B)(6) 2005. During treatment, pt reported sharp stinging sensation. A review by institution personnel revealed an improper equipment set up, which may have resulted in a small amount of disinfectant entering the saline line and infusing into the pt during dialysis. This event was not reported to manufacturer by the institution. This event was reported to the manufacturer by a family member of the pt in (B)(6) 2007.